Event description:
Additional information received stating that the event occurred intra-op and replacing the patient interface cable resolved the issue.

Manufacturer narrative:
H3: product analysis found that the reported issue was confirmed. And found there was misaligned crm radio firmware, a chipped fuse drawer, and a pmb pcba pi module connector voltage failure. H6: previously applied codes of imdrf annex b: b21, annex c: c21 and annex g: g02030 are no longer applicable. H3: device analysis for product ID: nim4cpb1 and serial number: p1910233 found that the reported issue was confirmed. The radio firmware was misaligned and there was a defective stim pcba. H6: codes of imdrf annex c: c10, c0201 and annex g: g02008 are applicable for both the devices. Correction in section e: facility details have been updated based on the additional information received as previously submitted details were incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: device analysis is not available as on date of this report. A supplemental report will be submitted once analysis is completed. H6: additional code of imdrf annex g g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system was not recognizing the patient interface when plugged in; also giving patient interface fault detected error when connected via bluetooth. There was no patient impact.